Event description:
It was reported that the remote transmission showed the battery voltage as "not available". The battery voltage was accessed from other sources and given to the caller. The device remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk data for file (B)(4) shows last battery voltage:= " v" and time of last battery measurement = "n/a" is missing data on (B)(6) 2012.